Manufacturer narrative:
H10: received eleven new list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# 4493598 on april 6, 2020 for investigation. The eleven new ch2000s-c spinning spiros were functionally tested. Though all met pressure leak expectations outlined in the product performance specification, during connection activation on one of the samples the spin feature malfunctioned resulting in spline damage and drag marks within the spin feature. This kind of spin feature malfunction can result in unexpected disconnect during use. The complaint is confirmed. The probable cause is spin feature malfunction resulting from molding inconsistency. A device history review (DHR) lot# 4493598, 4549835 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
Additional information received a sus voluntary medwatch report number mw5093665 on 31-mar-2020 that stated "hospital pharmacy has started using chemo clave closed system transfer device products (spinning spiros) for pharmacy and rn safety with chemotherapy preparation and admin. Leaking, breaking, falling off the syringe,.etc. I reported a malfunction with the spinning spiros which occurred to MFR. Fludarabine IV syringe and tacrolimus ivpb prepared for multiple different patients and delivered to the unit. Rn had just begun setup but did not begin any infusion, and came to the pharmacist with broken spinning spiros( cracked at the seam) or fallen off the syringe or fallen off the tubing even after tech and pharmacist have double checked they were secured prior to delivery."

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported the product disconnected between the spiros and the syringe causing an unknown hazardous drug to leak at the bedside. The way they hook the product is ¿that they have the syringe of the drug then the spiros, spiros to tubing and then to another spiros.¿ there is patient involvement, a delay in therapy because they have to remake it again and it is time-consuming, however, no report of human harm or adverse event.